Manufacturer narrative:
The eval of the returned pod found evidence of an internal insulin leak, based on the presence of discoloration, corrosion and residual fluid within the device. The pod was pressurized and fluid was seen flowing from the cannula seal, thus confirming the leak. The customer's report that he "noticed insulin leaking inside the pod" can therefore, be substantiated. The omnipod user guide instructs users to check blood glucose levels frequently, so that they're able to notice and react quickly and appropriately to any issues. The user guide also advises that, if bg levels remain high four hrs after a bolus was first administered, then the pod should be replaced and a healthcare provider should be contacted for guidance. The customer properly followed user guide instructions by removing and replacing the pod upon recognizing that his bg levels had not lowered four hrs after the first correction bolus was administered.

Event description:
The report indicated that the customer experienced high bg levels (262-292mg/dl) within the first day of wearing a pod. Multiple correction boluses had been administered, but his levels would not come down. The pod was deactivated, a manual insulin injection via syringe was given and a new pod was placed. When the suspect device was removed, he "noticed insulin leaking inside the pod". The pod will be returned for eval.